Event description:
Related manufacturing ref 2184149-2018-00001, 2182269-2018-00001, 2182269-2018-00002. Two hours following an endocardial ventricular tachycardia procedure, a tamponade occurred. While mapping the left ventricle, the catheter displaced below the collected anatomy. The catheter would not make contact with the anterior wall on the mapping system although the catheters were in place as confirmed by fluoroscopy. The anatomy and catheters were manually realigned and the procedure was completed. There were periods of hypotension during the procedure however a transesophageal echocardiogram revealed no perforation. Two hours post procedure, a tamponade was noted and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
A tamponade event was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported tamponade. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.